Event description:
On (B)(6) 2012, the lay person/patient's daughter (reporter) in (B)(6) contacted lifescan (lfs) alleging that her father's onetouch vita meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained from the reporter during a follow-up call by a customer service representative (csr). The patient tested once a week and his normal blood glucose reading was between "110-150mg/dl." Since the patient reportedly was not eating regularly and sufficiently, the patient's diabetes regimen was changed (on (B)(6) 2012) from metformin three times a day to "euglycon" 0.5 per day. The rational, however, for switching medications was not clear. The patient also suffered from cancer. According to the reporter, on (B)(6) 2012, she arrived home (at 5:30pm) and found her father already exhibiting a sign of low blood glucose (specifying he was not speaking). The reporter immediately tested her father with the subject meter and obtained a reading of "108mg/dl". The reporter, does not know the date nor time when her father had last tested his with the subject meter (prior to exhibiting a sign of hypoglycemia), she presumes his last reading may have been between "110-150mg/dl" with the subject meter, and she does not believe he took any action in response to the reading. According to the reporter, no action was taken after her father obtained the reading of "108mg/dl". At an unclear time later the patient's physician was contacted (unspecified by whom) and was asked to meet the patient at emergency. An hour after obtaining a reading of "108mg/dl" with the subject meter the patient reportedly obtained a reading of "60mg/dl" with the physician's (unknown) meter. The patient was then advised by his physician to drink orange juice. The patient reportedly began to feel better ten minutes after treatment. The reporter indicated that at approximately 7:30pm, the patient was admitted to the hospital due to hypoglycemia. At an unknown time later, the patient obtained a reading of "80mg/dl" with the hospital's meter. During the hospitalization, the patient's blood glucose was not tested with the subject meter. According to the reporter, on (B)(6) 2012 (in the evening) while under the care of the hospital, the patient reportedly obtained a reading of "35mg/dl" with the hospital's meter; the reporter believes he was administered glucose or "infusion" as treatment. The reporter stated the patient's blood glucose was tested hourly; however, the readings are not known. On (B)(6) 2012, the patient was discharged from the hospital (at approximately 9am), his blood glucose reading prior to being release is not known. The patient was told to discontinue anti-diabetic medications. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Since the reporter did not have the test strips available, the csr was not able to obtain the test strip lot number and verify the expiration of the test strips. The csr noted that all the test strips have already been used. Since the comparison between the subject meter ("108mg/dl") and the doctor's meter ("60mg/dl") were performed an hour apart from each other, it is not clear if the readings the patient obtained are inaccurate. In addition, a meter-to-laboratory comparison was not performed during the patient's time in the hospital. Replacement products were sent to the patient. During follow-up, the csr was informed that the patient had passed away on (B)(6) 2012. The reporter clarified that the patient had passed away due to lung cancer, as noted on the death certificate.

Manufacturer narrative:
The meter involved with this complaint was return to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The primary complaint was not confirmed. It was also noted that there were five blood glucose readings in the meter's memory: "109mg/dl" on (B)(6) 2012 at 4:49pm; "103mg/dl" on (B)(6) 2012 at 5:13pm; "105mg/dl" on (B)(6) 2012 at 9:16am; "194mg/dl" on (B)(6) 2012 at 12:30pm; and "140mg/dl" on (B)(6) 2011 at 5:34pm. Based on the information provided, this complaint is being reported because the reporter stated that she obtained a reading of "108mg/dl" while she believes the patient was suffering from hypoglycemia. She further stated that she had delayed treatment of hypoglycemia until after the patient was tested on another blood glucose meter.